Manufacturer narrative:
This malfunction has been detected automatically by an internal cerner system. This issue has been successfully resolved. A comprehensive investigation is underway to determine the underlying root cause. Cerner will provide a follow-up report at the conclusion of the investigation.

Event description:
On (B)(6) 2026, a single customer experienced delayed sepsis notifications due to a processing backlog that developed following a millennium 2026.01 uptime upgrade. A high volume of incoming data resulted in delayed processing, with a maximum delay of approximately 9 hours and 29 minutes. Recovery actions were implemented to restore normal processing. Review of records removed during backlog recovery confirmed that none met the criteria necessary to generate a sepsis notification. The customer was notified of the issue, and no patient harm or adverse patient outcomes have been reported.